Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary tract infection, urethritis, and atrophic vaginitis.

Manufacturer narrative:
(B)(4). The alert date of this file has been reviewed and updated based on FDA cdrh¿s communication and realignment on the definition of aware date when reviewing medical records for litigation complaints. The aware date is when ethicon has reviewed the medical records and either determined that an event is MDR reportable or has identified additional or corrected information related to a previously submitted MDR.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary stress incontinence and urinary retention.

Manufacturer narrative:
Additional patient codes: (B)(4) - urinary frequency , (B)(4) - urgency additional narrative: it was reported that following insertion the patient experienced urinary frequency and urgency.